Manufacturer narrative:
The investigation for the reported purge leak/saturated flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the purge leak was most likely patient movement since the leak occurred during transfer and the resulting saturated flow was likely due to lack of purge. As noted in the impella IFU: purge leak - pump: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella was found to be leaking, and the purge connection was broken. The team was planning to do a purge bypass, but the pump began to display pump saturation, so the device was explanted. Additional information notes that the patient died on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.